Event description:
Additional information was received from a healthcare provider (hcp) who reported that the patient was seen in the clinic on (B)(6) 2024 and that for their continued pain without relief, further imaging had been performed on (B)(6) 2024 showing catheter leakage in the subcutaneous tissue from l1 down to l5. Per the hcp, the patient had multilevel spondylosis without significant stenosis. The patient did not appear to have fluid in the subfascial space. On exam, the patient had palpable fluid in the subcutaneous tissue. There was no erythema, no fullness. The patient had well-healed surgical scars in the midline. The patient had mild difficulty getting up and down from seated position, slightly stooped stance, but no focal weakness in the lower extremities. The hcp¿s impression was that there was a distal catheter malfunction. The hcp had discussed with another physician and they both felt that the patient would be best served with a revision of their intrathecal catheter with placement of a new intrathecal catheter attached to their pump with removal of the old catheter so that there were no connection sites. It was noted that the noted risks, benefits, and alternatives were reviewed with the patient and the patient wished to proceed. The catheter replacement surgery was planned for (B)(6) 2024.

Manufacturer narrative:
Continuation of d10: product ID 8782 serial# (B)(6) implanted: (B)(6) 2023 product type catheter product ID 8784 serial# (B)(6) implanted: (B)(6) 2023 product type catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient receiving intrathecal fentanyl at unknown concentration/dose via an implantable pump for non-malignant pain. It was reported by the patient that the healthcare provider (hcp) wanted to change the catheter again and she did not trust what the hcp was telling her. Patient mentioned they had an magnetic resonance imaging (MRI) and they still had the fluid leaking. Patient stated they thought the hcp was using their insurance. Patient stated the pump was helping her. Agent asked clarifying questions and patient said the pump was helping her pain and the only thing that they could put in it was fentanyl. Patient mentioned they took oral medicine and it puts her to bed and for 7 days they could not get out of bed and she was like a zombie with the pain medications. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Continuation of d10: product ID: 8782; serial#: (B)(6); product type: catheter; product ID: 8784; serial#: (B)(6); product type: catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8782, serial/lot#: (B)(6), UDI#: (B)(4); product ID: 8784, serial/lot#: (B)(6), ubd: 17-may-2025, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.